Event description:
Further information was received indicating the device was reprogrammed to resolve the event.

Event description:
During follow-up, failure to capture was observed. The device was interrogated, and the event was resolved. The patient was stable.